Manufacturer narrative:
The product was returned and not fault was found. The computer boots normally to the application screen. I was able to register the phantom head model multiple times during burn-in testing. Seatools long test-no errors. Memtest86-no errors. The computer passed phd testing on (B)(6) 2017. The computer passed all required testing. Other relevant device(s) are: product ID: 9735368, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the user tried to register head 3 with tumor multiple times. Although he was able to register 3 points, he could not register with tracer. He tried at least 4 times and there was no metal in the field. User replace the original computer back to the system, and was able to pass the tracer registration. There was no patient present.